Event description:
It was reported that the external pulse generator had a damaged case and was additionally sent in for its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken. Analysis also found the high rate cover and two case screws missing, the heart wire block, heart wire contacts and the interconnect flex contaminated, the battery drawer, two side bail covers and the ring cover broken. (B)(4).